Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After insertion of the farawave catheter into the faradrive steerable sheath clear, the physician aspirated air continuously into the syringe. No air was observed in the patient. The procedure was completed successfully using different faradrive steerable sheath clear. No patient complications occurred. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After insertion of the farawave catheter into the faradrive steerable sheath clear, the physician aspirated air continuously into the aspiration syringe. The procedure was completed successfully using different faradrive steerable sheath clear. No leak nor air in patient was seen. No patient complications occurred. The product was returned for analysis.

Manufacturer narrative:
Analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves ability to seal pressure and fluid within the sheath. These defects resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegation.inspection of the hemostatic valves found the components deformed and caused by prolonged insertion of the dilator. The available information did not provide information on the condition of the returned sheath or its native dilator, suggesting that the dilator must have been inserted during storage or transportation.